Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low shocking impedance less than 20 ohms. It was noted that a single low out of range impedance alert had been received for the rv lead when it was implanted with the previous device. A device replacement procedure for reported normal battery depletion had occurred approximately a year and a half after the first alert. At that time the previous device was explanted and a new device was implanted with the existing leads. Boston scientific technical services (ts) was consulted regarding the newest alert and discussed possible electromagnetic interference (emi) and advised in-clinic evaluation. Subsequently the patient was brought into the office where a single measurement of 0 ohms was observed from the day of the alert. It was also noted that the shock impedance had decreased five months earlier but had not gone below 37 ohms. The field representative was unable to recreate the low and out of range impedance measurements in the clinic with isometrics and other tests as all impedance measurements were in the 50 ohms range. They were not able to determine a source of emi. Ts was consulted and recommended further testing and noted that it was the physician's discretion as to any further action. The field representative would discuss the options with the physician. No adverse patient effects were reported.